Event description:
In the process of obtaining a split thickness skin graft from the right anterior thigh, the electro dermatome appeared to malfunction by going into the muscle tissue of the thigh. A more extensive closure of tissue was necessary.